Event description:
It was reported that this right ventricular (rv) lead became dislodged shortly after implantation. The physician noted bradycardia and the dislodgement was confirmed via x-ray. High pacing thresholds were required for pacing prior to intervention. This lead was successfully explanted and replaced with a new lead the same day. This device is not expected to return for analysis. No additional adverse patient effects were reported.